Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the tissue injury resulting in mitral regurgitation (mr) could not be determined. However, tissue damage and mr are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure performed to treat grade 3, degenerative mitral regurgitation (mr).the mitraclip (01201u121) was advanced to the mitral valve. After the second grasp, mr increased to 4. A hole was observed on the anterior mitral leaflet after the second grasp attempt. The clip was not implanted and was removed. No clips were implanted, mr worsened to 4. No additional information was provided.